Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number 527753 provided cannot be verified. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the ratchet t was received and the ratchet mechanism can be easily unthreaded from the handle. A reverse torque test to ensure thread bond strength. It was determined to be a manufacturing-related issue as to the reason for the thread bond failure was a combination of time, use and autoclave cycles. Based on the evaluation and the unknown cause, this complaint is confirmed but is not manufacturing-related. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) reportedly was advised by the operating room nurse that during a revision surgery to extend a matrix construct for adjacent level degenerative disc disease, a ratchet t-handle kept unthreading from the shaft while removing two matrix locking caps. As two of the caps were stripped, the surgeon had to cut two rods to make the t-handles work, and manually back the two screws out. The surgery was completed using the same/like product. There was no noted extension of time to the procedure. The patient's status/outcome following the procedure was unknown or not provided. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.